Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell apart [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that while he or she was brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b precision clean brushhead fell apart. No symptoms developed. 09-mar-2016 received follow-up from consumer: the consumer reported that the logo was gray and after scratching with a coin nothing happened. No further information was provided. 30-mar-2016 received follow-up from consumer: the consumer reported that the next brush that she was using was also no good, and feared that both packs of brushheads were not good. No further information was provided.

Manufacturer narrative:
On 16-mar-2017 product investigation results: reporter returned four toothbrush heads on 03-may-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head fell apart [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that while he or she was brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b precision clean brushhead fell apart. No symptoms developed. On 09-mar-2016 received follow-up from consumer: the consumer reported that the logo was gray and after scratching with a coin nothing happened. No further information was provided. On 30-mar-2016 received follow-up from consumer: the consumer reported that the next brush that she was using was also no good, and feared that both packs of brushheads were not good. No further information was provided. On 08-jun-2017: this follow-up #1 report was submitted to FDA on 10-apr-2017 but was submitted with an incorrect MFR. Report # (3000302531-2017-00142). The correct MFR. Report # is 3000302531-2016-00142.